Event description:
It was reported that a signal loss occurred frequently between(B)(6) 2026. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).